Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported that the insulin pump's up button was sticking. Blood glucose level was 396 mg/dl at the time of the call. Customer did not recall any significant events leading up to the error. No further information was provided.